Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluation the system. Corrections included replacement of te system's hard drive and reloading the telemetry system.